Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited 28 pauses on external telemetry. It was also reported that the implantable pulse generator (ipg) exhibited dropped ventricular paced beats at regular intervals. The device remains in use. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was reprogrammed in response to the dropped paced beats. The lead remains in use